Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on field service evaluation, the reported issue ¿getting recoverable error 31199 on arm 4¿ was confirmed. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis of the returned unit confirmed and replicated the customer reported complaint. The unit was tested on an in-house system and failed normal mode. Unit was also tested on a psc fixture test platform (pftp) where the fiber test failed, pointing to the clock spring and parallelogram because of low value reading. The clock spring and parallelogram was replaced with a new fiber and the errors no longer occurred. The clock spring and the parallelogram will be replaced as a fix. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) had a recoverable fault 31199 on after the start of the procedure. Complaint investigation confirmed that the field service engineer (fse) replaced the usm to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the site encountered recoverable fault 31199 on arm 4. The customer power cycled and cleared the fault successfully prior to calling in to the technical support engineer (tse). The tse reviewed live logs and confirmed error 31199 on arm 4 was cleared. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the alleged issue occurred during the procedure, after port placement. The system did initially power on without errors. The issue was resolved through troubleshooting, specifically a power cycle and removing and reinstalling the drape interface for arm 4. No arm was disabled or abandoned, and the case was completed robotically with all 4 arms in operation. It was confirmed that there was no harm/injury to the patient. No patient information was provided. Patient demographics information was requested but not provided.